Event description:
New information received notes that the lead dislodgement was confirmed via x-ray.

Event description:
New information received notes that the right ventricular (rv) lead exhibited was dislodged potentially due to twiddler syndrome. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events were far p over-sensing, under-sensing, and dislodgement. A complete lead with a stylet was returned in one piece for analysis. The reported events of far p over-sensing and under-sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix was partially extended and clogged with blood/tissue. X-ray examination found no anomalies on the lead. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited far-r oversensing and an undersensing. No intervention was performed. The patient was in stable condition.